Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-01463. It was reported that the dbs extensions were causing discomfort to the patient. Surgical intervention was undertaken in which the extensions were explanted and replaced to address the issue.